Manufacturer narrative:
Immucor sent a replacement ups to the customer. No additional on-site or remote support was required.

Event description:
Retrospectively, it was determined that an event on (B)(6) 2016 where flames were coming out of an instrument ups was reportable.